Event description:
Device malfunction: difficult retrieval of an embolic protection system (epd) rx accunet, with recovery catheter #2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the left internal carotid artery and during retrieval of the epd, due to the slight curvature in the vasculature, where the stent was placed, the catheter tip of the "low-profile" recovery catheter #2 got caught against the proximal edge of the stent prohibiting advancement to the filter basket. The "shapeable tip" recovery catheter #1, was used to successfully retrieve the rx accunet. No add'l info is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.